Manufacturer narrative:
(B)(4). (B)(6). The handpiece device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the (B)(6) that during service and evaluation, it was observed that the handpiece device control unit was not functioning and was defective. It was noted that the device was filled with fluid, and had a defective controller. It was also noted that the device failed pre-repair diagnostic tests for functional test. It was noted in the service order that the device damaged four batteries. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.